Event description:
A dreamstation auto CPAP w/hum/cell, can device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no reports of serious injury or patient harm, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. Error codes #130, #153, ad #200 were present. Evidence of foam degradation was found inside the assembly. The device was ultimately scrapped. Further investigation cannot take place at this time. If new information is received, a follow-up report will be submitted.